Event description:
It was reported that during a device replacement procedure due to normal elective replacement indicator (eri), peeling of the parylene coating was noted on the device. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of delamination was confirmed in the lab. The device was at elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The delamination was consistent with having occurred during the procedure.